Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had sensor break. Customer's blood glucose value was 90 mg/dl at the time of the incident. Customer states that he does not know what exactly happened but before he even tried to insert it already came apart. The customer was assisted with troubleshooting but declined. Device will return for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and found cannula intact. No broken or missing parts. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor. (B)(4).